Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported during bd onsite visit to the surgical neurosciences intensive care unit, a clinician reported she had a over infusion of tylenol "sometime last year". It was reported the tylenol was hanging as a secondary infusion at the time. No further event details were made available and devices were not sequestered. There was patient involvement however patient impact is unknown. Although requested, no further information was provided.